Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this event previously reported to ethicon? If yes, please provide a complaint number. If not, please provide the following information: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure diagnosis and indication for the index surgical procedure? What tissue layer was the suture used on? Patient symptoms manifestations (location, severity, appearance)? Date and time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? Other relevant patient history / concomitant medications lot number? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date and suture was used. Following the procedure, the patient experienced superficial infection. Additional information has been requested.